Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava vein. Following stent deployment, a 14-6/5.8/75 xxl vascular balloon catheter was advanced for post-dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a v shaped tear on the balloon material located approximately 15mm proximal of the distal markerband. The tear extends longitudinally across the balloon material over the distal markerband for approximately 24mm. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava vein. Following stent deployment, a 14-6/5.8/75 xxl vascular balloon catheter was advanced for post-dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.